Manufacturer narrative:
Citation: martin mh et al. Safety and feasibility of melody transcatheter pulmonary valve replacement in the native right ventricular outflow tract: a multicenter pediatric heart network scholar study. Jacc cardiovasc interv. 2018 aug 27;11(16):1642-1650. Doi: 10.1016/j.jcin.2018.05.051. Epub 2018 aug 1. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without the return of the product, no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding the safety and feasibility of transcatheter pulmonary valve replacement (tpvr) using the melody valve in native (non-conduit) right ventricular outflow tracts. All data were collected from 11 centers between january 2010 and june 2016. The study population included 229 patients (predominantly male; mean age 21 years), 132 of which were implanted with a medtronic melody transcatheter pulmonary valve. No serial numbers were provided. Among all patients implanted with a melody valve, adverse events included: pre-stent embolization requiring conversion to surgery, cardioversion for atrial flutter, complete heart block, short runs (less than 10 seconds) of ventricular tachycardia, mild pulmonary stenosis, mild-moderate-severe pulmonary regurgitation, recurrent femoral vein bleeding, and 1 seizure (normal head computed tomography). Based on the available information, medtronic product may have caused or contributed to these adverse events. No additional adverse patient effects or product performance issues were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.